Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The pump had cracked display window, scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. The pump had moisture damage on lcd. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 97 mg/dl. Troubleshooting was not performed. The device was returned for analysis.